Manufacturer narrative:
Site neurocoordinator, (B)(4)., declined to provide any patient demographic information. 01/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/29/2016 a medtronic representative, following-up at the site, stated the reported issue could not be replicated. Even after four test spins and the navigation system was functioning normally throughout. 02/17/2016 a medtronic representative, following-up at the site, reported a c-arm was brought in at some point and that one of the spins taken with the imaging system was used. This site uses two navigation systems and two separate frames during the operation. The first navigation system used was accurate. The medtronic representative completed a system check-out on the second navigation system and could find no problems. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged an inaccuracy. They had taken two imaging system spins and loaded them onto the navigation system. It was alleged both inaccurate by approximately 5 centimeters in the same direction each time. They did the first spin with a spinous process clamp and the second with a percutaneous pin. The site did not provide any additional information and was not positive about the measurement of the alleged inaccuracy or the direction. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.